Event description:
It was reported that when iab was connected to the pump, a "high pressure" alarm occurred. The iab was exchanged. The customer determined that there was a helium leak in the connector. There were no reported pt complications.

Event description:
It was reported that when iab was connected to the pump, a "high pressure" alarm occurred. The iab was exchanged. The customer determined that there was a helium leak in the connector. There were no reported patient complications.